Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken sharp assessed as unidentified (tear) opening (shell thickness was within specification) capsular contracture: unable to confirm as it is a medical event not related to the device. Seroma-late: unable to confirm as it is a medical event not related to the device. Additional observations: crease flat observed in the device. No further actions are required as the device was implanted. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional later reported capsular contracture, baker grade iii.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformities noted. The reported events seroma, capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, peri-implant fluid, capsular contracture baker grade unknown.

Event description:
Healthcare professional reported left side rupture, peri-implant fluid, and capsular contracture baker grade unknown. The device has been explanted.